Event description:
It was reported that the anesthesia workstation failed the automatic ventilation leakage test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our local field service engineer which concluded that the patient cassette and the fresh gas line needed to be cleaned. No parts needed to be replaced. After cleaning, the anesthesia workstation was successfully tested and returned to clinical use. A complete set of device logs was received and the logs suggest that the reported failures were caused by leakages due to residues from co2 absorbent material (soda lime).

Event description:
(B)(4).